Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 28 x 2.50 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not track down and got damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that it was the shaft that was bent and not stent damage. The patient was stable afterwards.

Event description:
It was reported taht stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.50 promus premier select drug-eluting stent was advanved for treatment. However, during procedure, it was noted that the stent could not track down and got damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that it was the shaft that was bent and not stent damage. The patient was stable afterwards.

Manufacturer narrative:
Device is a combination product. B5 - describe event or problem updated.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.50mm promus premier select drug-eluting stent was advanced for treatment. However, the device could not track down the lesion and the stent was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported.